Event description:
Complainant alleged that during testing, the device displayed "bridge test failed", "pacer fault 117" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.